Event description:
The complainant reported that an impella cp pump was implanted to support a patient undergoing a high-risk percutaneous coronary intervention. During support, shockwaves were used and the placement signal went away. Thirty seconds later there was a placement signal 'not reliable' alarm. The case continued with adequate flows from the impella and with the motor current monitored. There was no reported harm or injury to the patient.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Clinical details report that while using shockwave in the lad, the impella placement signal went out for the remainder of the procedure. The team felt that shockwave was operated sufficiently far from the pump, but no measurement was provided. The pump was not removed due to the complication. Neither the pump nor data logs were returned for investigation. Since neither data logs nor the pump were available for investigation and a measurement of the distance between shockwave and impella at the time the placement signal went out was not provided, the root cause of the optical signal could not be determined. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.